Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that, during implant, the lead was placed without successful capture and consistently high impedance. The lead was not used. A second lead was placed without difficulty. No patient complications have been reported as a result of this event.